Event description:
It was reported that the patient ¿coded¿ on the table post operatively. The patient underwent ¿code blue¿ and was hospitalized/stabilized in the intensive care unit (ICU). The status at the time of the report was unknown. It was further stated that the only component involved in the issue was the stimulator (ipg). The issue was not device related. The patient was discharged from the ICU and was home using therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).